Manufacturer narrative:
On 20-aug-2021, bwi received additional information regarding the event. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: unknown. Intervention provided: drainage was performed. Patient outcome of the adverse event: fully recovered. Smartablate was used. Prior to noting the CT ablation was performed and there was no evidence of steam pop. The event occurred during ablation phase. No error messages were observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30550514m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After pvi was ended, blood pressure decreased during cti ablation, cardiac tamponade occurred. The cardiac tamponade occurred 2 hours and a half after the start of the procedure. Pericardiocentesis was performed, blood pressure recovered and completed. Pericardial effusion was confirmed by echocardiography. The physician commented that causality unknown. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.